Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged. Additionally, both rear therapy pads, the trunk cable, the cable connecting the distribution node (dn) to rear te, and the interconnected cable between the therapy pads were missing. The root cause for the damaged connector and the missing components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt was failed incoming functionality testing.